Event description:
A (B)(6) year old female pt underwent aaa repair on (B)(6) 2014. The pt has received dialysis due to chronic renal failure, so the vessels were calcified. The left common iliac artery was calcific and stenosed as 4 mm. The procedure was consisted of placement of a main body and two iliac leg grafts. The iliac leg graft for the left side didn't expand enough due to the calcific and stenosed vessel condition. So the user strongly dilated the stent graft using a coda balloon. By final angio, large amount of type IV endoleak was confirmed and it was resolved by placing a body extension which was inserted from the right femoral (1820334-2014-00521). Five minutes after placing the body extension, damage in the left common iliac artery was confirmed. The dame was treated by placing 20 mm of another manufacturer's excluder leg and the procedure was completed (1820334-2014-00530). Additional information provided on (B)(6) 2014: the iliac leg graft for the left side didn't expand enough due to the calcific and stenosed vessel condition. So the user strongly dilated the stent graft using a coda balloon and he thinks it damaged the left common iliac artery (1820334-2014-00530). The pt has not shown problematic symptoms.

Manufacturer narrative:
(B)(4). Based on the information provided, a pt underwent evar on (B)(6) 2014 with placement of a main body and two iliac leg grafts. The pt was on dialysis due to chronic renal failure so the vessels were calcified. The left common iliac artery was calcific and stenosed to 4 mm. After deployment, the left iliac leg didn't expand fully due to the calcific and stenosed vessel condition. The physician strongly dilated with a coda balloon. At the final angiogram, a large amount of type 4 endoleak was observed. This was resolved by placing a main body extension from the right femoral. About five minutes after placing the main body extension, damage in the left common iliac artery was confirmed (1820334-2014-00530). The damage was treated by placing an excluder leg. The zenith device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user. Specifically, design verification testing included water permeability testing. The results met the acceptance criteria. The grafts are 100 percent quality control inspected to confirm that the entire graft has no damage, foreign matter, frays, or holes except for suture entry and exit points. The work order was reviewed, and nothing of note was observed. There is no evidence to suggest the product was not manufactured to specification. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Based on the information regarding the pt condition, it is possible that calcification in the region that was ballooned could have contributed to the type 4 endoleak, or that excessive ballooning could have contributed to the type 4 endoleak. Without additional information, a definitive root cause cannot be established. The appropriate internal personnel have been notified. We will continue to monitor for similar events. The risk was assessed using quality engineering risk assessment. The risk remains acceptable with inclusion of this event. No additional risk reduction activities are required at this time. We will continue to monitor for similar events.